Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. No conclusion can be drawn as further system analysis or repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the sys locked up. System functionality was recovered by a reboot. No pt serious injury or death was reported related to this event.